Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Hamilton medical ag received the log files for analysis. The initial review of the log files indicates that the device generated the following alarms: te 231009 (blower controller speed low), tf 431001 (blower fault), and tf 446029 (ambient failure detected). The investigation is ongoing.

Event description:
Hamilton medical ag received the following description: it was reported that immediately after initiation of ventilation for a newly admitted emergency patient, the ventilator unexpectedly switched into ¿ambient mode¿. The staff members were present at the bedside during patient setup and could switch to an alternative ventilator. No harm to the patient was reported.